Event description:
1000cc of tpn which was set to infuse over a 24 hour period infused in 7 hours -between 14:30 and 21:30-. Pump rate setting displayed was correct however the amt, of tpn left which was displayed on the pump panel read 774cc at 21:30 when in fact the tpn was completely infused.